Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. The customer also reported that the pt was brought to the hosp and was subsequently switched to the backup freedom driver without adverse impact. The pt was discharged and has not had any further issues. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode poses a low risk to the pt because it does not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.